Event description:
It was report that a patient's battery is now inert. Patient's device had not worked since one year after implant. Patient stated her device needed to come out. The device caught on clothing since it is right under her skin and she ended up with hematomas and pain. It was reported that a patient had a loss of therapeutic effect. Patient's device worked for about a year and that it was "spot on" for a couple months. A shocking or jolting sensation was reported in the liver and organs. Patient stated that it felt like her "gizzard was getting electrocuted". Shocking began a couple months after implant and after an adjustment was made to increase stimulation. Patient's pain had been getting worse since implant. It "killed" the patient to drive.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 377760, lot# n0030105, implanted: (B)(6) 2005, product type: lead. Product ID: 377760, lot# n0030105, implanted: (B)(6) 2005, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. (B)(4).